Event description:
A pt service representative (psr) contacted zoll customer support to report that before fitting a pt, she noticed a battery pack indicated a battery failure and was not charged. The pt was fit with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not charge / battery failure) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.